Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. A photo of the damage was provided however a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
H10: d4: additional information.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The additional information received states that this device did not malfunction, the device that did fail is reported in MDR: 3003604053-2019-00110. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip ask the device's jaw broke causing a loss of traction. No instruments were inside the patient when the event occurred. The procedure was successfully completed with the same device. No significant delay or patient injury was reported.